Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a percutaneous vertebroplasty using vbs (vertebral body stenting) (l1) for an osteoporotic vertebral fracture on november 28, 2023. In the surgery, the cement in question was agitated after stent dilation. The surgeon was able to confirm the appropriate viscosity consistency, which did not stick to the fingers or become pigtailed after about 8 minutes. The cement injection started at 8 minutes 30 seconds. The process was carried out while viewing the image screen. No abnormalities were found and a total of 6.7cc was injected to complete the process. When reexamined, a striated shadow (about 5 mm long) was identified at a distance from the injected vertebra. The shape of the shadow suggested that it was intravenous, so retrospective review of the images revealed that the shadow was not present at the time of stent dilation, so it was assumed to have leaked into the vessel. It was also observed to have moved slightly from the image. The surgery was completed successfully without any surgical delay. The patient status was reported to be stable. The surgeon determined that there would be no effect on the patient because of the small amount and the fact that the shadow had not migrated since then. This report involves one vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA h3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): product code: : 07.702.016s. Lot number : 3a53581. Release to warehouse date : 17 jan 2023. Expiration date : 01 jan 2026. Supplier: osartis gmbh. Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.